Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient was wearing the pod on the arm for approximately 49 to 71 hours when discomfort at the application site was experienced, leading to pod removal. Upon removal, the patient observed skin irritation and swelling in the cannula area. Blood glucose was reported at 300 mg/dl. The patient sought medical attention on (B)(6) 2026 during which prescription elocom ointment was provided for treatment of irritation. No hospitalization or extended stay was reported. The pod was reported to have been in use at the time medical attention was sought. A new pod was applied successfully following removal. Lot and sequence numbers are unavailable, as the pod was discarded.